Event description:
It was reported to b. Braun medical inc. That an infusion set (material unknown, lot unknown) was being used to administer phenylephrine at 1000 milliliters (ml) per hour on (B)(6) 2024. According to the complainant, critically ill patient with systolic blood pressure in the 50 s. Patient to be given fluid bolus and start phenylephrine drip. Under the critical care mode, when the basic infusion is chosen, the pump states that there are no alarm limits and asks if the nurse wants to continue running the fluids without limits. The nurse selected "yes''. The nurse programmed the pump to run the fluids at 1000 ml/hr. The pump stated the rate was above the limits and asked if the nurse wanted to proceed resulting in unnecessary delay of infusion. A second nurse attempted to initiate the phenylephrine drip. The nurse used the pump to prime the line with 23 ml of the medication. When the nurse started the infusion, the pump had an alarm "accumulated air limit". The infusion had to be stopped, and the line re-primed despite this being a new bag of medication with no visible air noted. This caused further delays in critical therapy. The complaint device is not available for evaluation.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.